Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb and user interface pcb assemblies. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device had its service led illuminated. During device evaluation, physio observed that the device would show a distorted white or black screen after being powered on; the would lock up. There was no patient use associated with the reported event.